Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Engineering observed the tube extension was broken and missing a .250 x .150 piece at the proximal clevis interface. Engineering concluded that the damage was likely due to mishandling. In a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. The instrument passed electrical continuity testing. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that during a da vinci s prostatectomy procedure the monopolar curved scissors (mcs) instrument was broken between the plastic tube and the jaw. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the main tube extension was broken and missing a .250 x .150 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mate with the proximal clevis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Engineering removed the housing and found one hypotube was bent and partially wrapped around the clamping pulley. The evidence was inconclusive, but the broken tube extension may have contributed to the hypotube bending. Engineering also found one grip cable loose at the distal end. Inside the housing, both grip cables on one grip axis were found loose at the backend. The evidence was inconclusive, but the broken tube extension may have contributed to the cables losing tension. No other damage was found. Additional observation that was not reported by the customer were micro-cracks found at the distal end of the tube. The micro-cracks run in the axial direction. These types of micro-cracks will not lead to mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these is confined to 2cm of the distal end of the instrument shaft. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged , which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.